Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 350 mg/dl. The customer had been vomiting also. It was also stated that the insulin pump alarmed one day prior to the event. Troubleshooting was attempted, but the insulin pump continued to alarm. Advised the mother that the insulin pump would be replaced. Nothing further was reported.